Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient received atp (anti-tachycardia pacing) therapy for what it was noted to be an svt (supraventricular tachycardia) episode. No programming changes were performed. The patient was in stable condition.